Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 482 mg/dl and 143 mg/dl within a two minute period. No decision to treat was made on the alleged faulty meter. The difference in the readings was considered to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that evaluation, a follow-up report will be filed.